Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: outcome of magnetic resonance imaging (MRI) in selected patients with implantable cardioverter defibrillators (icds). Pace 2005; 28:270¿273.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) use during magnetic resonance imaging (MRI). The article reports one power on reset (por) during an MRI. It was noted the cause of the por was due to "a microprocessor instruction error and/or memory error". It was additionally reported that the patient experienced unwanted pectoral muscle stimulation prior to the MRI and reset. The status of the device is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.